Event description:
During burr hole placement in left orbital roof, codman perforator failed the auto-stop, penetrated subcutaneous fat, causing no injury to pt.

Event description:
Add'l info received from MFR 11-13-02: the disposable perforator and three unopened perforators of the same lot gu822 have been returned for evaluation. Results will be forwarded to the FDA upon completion of the evaluation. The complaint sample and 3 unused/unopened disposable perforators of the same lot gu822 were returned for evaluation. The returned drills were visually and dimensionally inspected. The complaint sample was cleaned before inspection and testing. No discrepanices were found. The perforators were reassembled and functionally tested for cutting and drilling. The perforators met specification requirements. Review of the complaint database found no other complaints with this lot#. The complaint cannot be confirmed. At this time, the complaint is considered to be closed. The complaint sample and 3 unused/unopened disposable perforators of the same lot gu8222 were returned for evaluation. The returned drills were visually inspected as recieved, disassembled, and then visually and dimensionally inspected. The complaint sample was cleaned before inspection and testing. No discrepanices were found. The perforators were reassembled and functionally tested for cutting and drilling. The perforators met specification requirements. Review of the complaint database found no other complaints with this lot number. The complaint could not be confirmed.